Manufacturer narrative:
Beckman coulter field service engineer (fse) provided phone support. The fse guided the customer in replacing the sample probe and cleaning ise (ion selective electrolyte) with hot 10% bleach solution. Te customer performed recalibration and quality control (qc) with no issue. The failure mode was determined to be a defective sample probe. Replacement of the sample probe and cleaning resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for sodium (na) and chloride (cl) with negative anion gaps on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.